Event description:
Procedure: roux-en-y according to the reporter:needles broke away from the suture during the procedure. Patient has been discharged. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Another lot number used to finish case. The breakage occurs when the surgeon is holding tension on a running suture line, mid-case, between the needle and ferrule. Nothing fell into the patient's cavity.

Manufacturer narrative:
(B)(4). (B)(4).